Event description:
Pt reported on 05/30/06 she became ill. No symptoms were provided. She stated that she checked her blood glucose and the values were over 300 mg/dl. The pt stated that she discovered that her tubing had become separated from the luer lock on the infusion set. The pt reported that she changed the infusion set and tubing then bolused to bring down her blood glucose values. No medical assistance was required. Product was requested to be returned for evaluated.